Event description:
The field engineer noted that the system would intermittently come up communication errors then would need to be rebooted to continue the case. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib board and backplane were evaluated and replaced. The system was tested and found to be working as intended and returned to service.